Event description:
It was reported that the ventilator suddenly stopped working intra-operatively. It gave an error "turbo vent 2 failure" and all the ventilator modes stopped working and only manual ventilation was available. Within couple of minutes, the ventilator stopped working completely, showing an error message "no oxygen delivery, no air delivery" and the screen froze completely. The patient was manually baged with an external source of oxygen and the anaesthesia work station was replaced with a new one. No injury reported.

Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.

Manufacturer narrative:
For the investigation the logfile was analysed. Two separated problems led to the described event. First it could be confirmed that the device alarmed intermittently turbovent 2 failure, which indicates a faulty blower. The root cause for this was a faulty internal power supply, provided by the pba main2 a500, which led to a faulty temperature signal and subsequently to the blower switching off. The device alarmed the failure as specified. Second a faulty memory area on the therapy control unit m16.2 was found. In the consequence, synchronization of the microprocessors was no longer possible and automatic ventilation was no longer possible and the electronic gas mixer as well as the device and patient monitoring are without function. In this case, the user is informed with a continuous alarm tone via the secondary alarm system. It is still possible to continue therapy by means of manual ventilation using the o2 emergency dosing. On site both components were replaced and the failures were confirmed during tests in the laboratory in lübeck. It can be conlcuded that the device detected the problems and generated the adequat alarms according to specification. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that the ventilator suddenly stopped working intra-operatively. It gave an error "turbo vent 2 failure" and all the ventilator modes stopped working and only manual ventilation was available. Within couple of minutes, the ventilator stopped working completely, showing an error message "no oxygen delivery, no air delivery" and the screen froze completely. The patient was manuallly baged with an external source of oxygen and the anaesthesia work station was replaced with a new one. No injury reported.